Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 her blood sugar was low and patient's caregiver took her to the hospital. Patient felt that she did not need to go to the hospital, and reported that when she arrived the hospital did not administer any medications or do anything because she was feeling fine. At the time of contact with dexcom technical support, patient reported she was well and alert.